Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, valve movement aortic was due to device manipulation in combination with patient factors (extreme tortuosity in the aortoiliac region). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the valve was deployed in a too aortic position (90:10 aortic/ventricular), requiring deployment of a second valve. The patient had an existing descending aortoiliac covered endovascular stent graft in place. This resulted in extreme tortuosity and a "twisting" according to the staff of the devices during implantation. The degree of tortuosity required the use of a lunderquist 0.035 wire to assist in traversing the anatomy. A novoflex+ 26mm delivery system traversed the iliac and descending aorta without difficulty however, there was still extensive tortuosity noted. The decision was made to mount the balloon and valve in a straight segment, which resulted in advancing to just below the aortic arch. An angle was chosen and the top of the valve was angiographically square. When bringing the balloon into the valve and using the fine adjustment wheel it was noted that the top marker bead would not come down to the level of the top of the valve. The fine adjustment wheel had "maxed out" on the amount that it would turn and there was significant angling of the flex catheter just below the valve. The physician then counterclockwise turned the fine adjustment wheel and this removed the tension in the system and the angled flex catheter became straight. The physician then re-turned the fine adjustment wheel in a clockwise fashion to try and bring the marker band lower towards the valve. This was attempted twice with no change in the position. The system was brought down lower into the descending aorta and the same above maneuver was attempted and again the marker band would not come down to the level of the valve. The decision was made to cross the annulus and deploy the valve knowing that it might advance aortic. The valve was started in a more ventricular position than usual and a very slow inflation was initiated. The valve did begin to rise aortic and ultimately rose up to a 90:10 aortic position. Angiography revealed moderate aortic regurgitation but the patient was stable. The decision was made to deploy a second valve. The second valve was mounted in a position just outside the sheath and in a tortuous segment. This valve mounted completely normal and no tension was noted in the system. The second valve was deployed in a normal fashion and no aortic regurgitation was noted. The patient left the or in stable condition. The reporter indicated that the extreme tortuosity in the aortoiliac region contributed greatly to difficulty performing valve alignment, which led to malposition of the valve.